Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with helix found extended, bent, and clogged with blood/tissue. Visual and x-ray examination found the helix was bent and stretched consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the helix being bent / stretched consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead's helix had difficulty extending or retracting. A new lead was used as a result, and the surgery was completed successfully. Patients condition was stable.